Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a peeling dso seal. A review of the event history log found a downstream occlusion alarm. During the functional testing, the customer's reported problem was able to be replicated. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The cause of the issues was found to be the over delivering of the pump and the intermittent dso sensor. The expulsor was replaced as well as the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device "failed volume accuracy testing and alarmed downstream occlusion repeatedly". No patient injury/involvement reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.